Event description:
The customer stated that he was hospitalized for blood glucose levels above 400 mg/dl and difficulty breathing. The customer stated that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.